Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found that all release criteria was met for this lot. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that while priming the line for an eva bag, a piece of plastic was observed floating in the bag. There was no patient involvement or adverse event reported. No additional information was provided.